Manufacturer narrative:
Corrected fields: d1, d4 (version/model, catalog and UDI numbers), g1, h4. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 12 month product complaint trend data for the period (B)(6) 2019 to (B)(6) 2020 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
During installation of the iabp unit by a getinge field service engineer (fse) found that the lead acid batteries needed to be replaced, and therefore, replaced both lead acid batteries. The fse ensured that the unit worked satisfactorily in the ac mains power supply. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during installation, the cs300 intra-aortic balloon pump (iabp) had a poor operating back up battery. There was no patient involvement, and no adverse event reported.